Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio2: 1.9, repeat 1.9, lab: 12.0. Time between testing with inratio and lab: 4 hours. Therapeutic range 2-3. On (B)(6), nurse went to the home and tested pt and received 1.9. The pt had only been on coumadin since (B)(6), following complications from a fall and was recently given arixtra to get her inr to a therapeutic level. The nurse noticed blood in the urine, so she retested with the same result of inr 1.9. Nurse sent pt to ER and the lab inr was 12.0. Pt was hospitalized with a hemorrhage; she had blood in her urine and was bleeding from the nose and rectum. Nurse reported that she does not know the pt treatment or if the pt was treated during the hospitalization as she did not return to home care svs after she was discharged from the hospital. Facility has contacted FDA and emailed the user facility form to alere.

Manufacturer narrative:
Investigation pending.